Event description:
In preparation for a banding procedure to ligate esophageal varices, the physician selected a cook endoscopy 4 shooter saeed multi-band ligator. While pulling the trigger cord through the endoscope with the loading catheter, the blue hook separated from the loading catheter and remained in the endoscope. Another endoscope and another mbl-4 were used to perform the procedure. A section of the device did not detach inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The information in this report was provided to us by the cook facility in (B)(4) on behalf of a medical facility in (B)(6). Evaluation: our laboratory evaluation of the product said to be involved confirmed the report. One blue hook has separated from one end of the loading catheter. The blue hook was returned attached to the trigger cord directly beside the knot. The outer diameter of the blue hook was measured and found to be within the appropriate specification. The inner diameter of the loading catheter was verified to be within the appropriate specification. No kinks or bends were noted in the loading catheter. A product discrepancy or anomaly that could have contributed to blue hook separation from the loading catheter was not observed during our analysis of the returned product. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: the instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter, leaving approximately 2 cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2 cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all 4 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. The likelihood of this type of occurrence is rare. Quality assurance will continue to monitor for complaint trends.